Manufacturer narrative:
D9 - product received date 1/8/2025. H3/h6 - test data. Two used samples were received for the evaluation for the complaint that "occlusion poster on pca". The visual and functional testing was performed. No alarms or difficulties priming were observed. The complaint of occlusion cannot be replicated or confirmed.

Event description:
It was reported that "occlusion poster on pca". There was no patient involvement.

Manufacturer narrative:
B3: october is the reported month of the event but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.